Event description:
A ventilator was returned to a third-party service center for service. The device was not in patient use. During the evaluation of the device at third-party service center, a ventilator inoperative alarm was observed. The device's system board needs to be replaced to address the issue.

Manufacturer narrative:
H3 other text : third-party service center.